Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. No product and no lot# available so no investigation can be done. No product has been returned after 3 documented attempts. Complaint will be reopened if suspect product arrives per 8000-sop-038. Root causes are not identified all complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Event description:
In this event it is reported that a protaper fin.25mm/f1 broke during use . No injury occurred.

Manufacturer narrative:
We have received additional information for this event: after communication with the patient, they tried to retain the tooth, but the broken part was not taken out. The tooth healed well and was under constant observation. The related product will not be returned. The coding for this event has been updated due to the additional information that we received for this event.

Manufacturer narrative:
No product and no lot# available. No product has been returned after 3 documented attempts. Complaint will be reopened if suspect product arrives per 8000-sop-038.